Event description:
A customer from (B)(6) alleged that the outlet charger for the contour usb meter started to burn when the meter was being charged. No other information was provided. The meter and outlet charger are to be returned for evaluation. Replacement products were sent to the customer.

Manufacturer narrative:
No customer information was provided by the branch. Also, no meter information was provided. It's not possible to determine the manufacture date without the serial number.